Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. It was reported that the cardiosave intra-aortic balloon pumps from emergency support program (esp member). Customer called requesting assistance for a gas loss alarm on a cardiosave hybrid during use. She stated the gas loss alarm had alarmed once (pump #1). She had troubleshot this alarm by switching out the pump with another cardiosave. However, she received a gas gain alarm after switching out the console (pump #2). She verified that there was no blood, discoloration, or flakes in the helium tubing and that all connections were secured. We instructed (B)(6) to press the iab fill key for 2 seconds which resolved the alarm. She reported the patient¿s hr was consistently in the 150s and the patient had also been repositioning frequently. We reviewed the proper troubleshooting steps and the nature of the alarm with (B)(6) and explained that it was most likely triggered by the above clinical factors. We provided her my direct phone number and asked her to contact me should the alarm go off 2-3 times in one hour despite troubleshooting with the iab fill key. We collected product surveillance information. No patient harm or injury reported. She appreciated the support provided and had no other questions.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 initial reporter.

Event description:
N/a

Manufacturer narrative:
(B)(6), an ICU rn, called requesting assistance for a gas loss alarm on a cardiosave hybrid during use. Due to character restrictions in block e1full event site city name is: (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had a gas loss alarm there was no patient harm or injury reported.